Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a salem pump. The customer reports that the pt vomited while the pt's jaw was closed. The aspiration with the device was not sufficient. Only air intake would allow a small amount of aspiration of the gastric fluid. A test was conducted with another device in a bottle of water and only the proximal vent would aspirate.

Manufacturer narrative:
(B)(4). An investigation is currently underway; upon completion, the results will be forwarded. Add'l info was requested by product monitoring, however, the customer confirmed that they are unable to provide any further info in regards to this incident.